Event description:
The surgeon used 45 grams of bonesource to correct a cranial defect. During the drying time, the bonesource began to crack and fall apart. An add'l 5 grams of new bonesource was placed over the cracks to hold the original implant together. No adverse consequence to the pt was reported.